Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient was not wearing the lifevest per doctor's orders due to a large welt on the patient's back. The area was reported to be the size of the therapy electrode. It was reported that the patient was likely having an allergic reaction to the device as the irritation was under the therapy and ECG electrodes. The patient ended use of the lifevest. The final medical outcome of the irritation was unknown. There was no alleged device malfunction.